Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 5. (B)(6). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced 5 infusions set leakage after one day event on (B)(6) 2024. Infusion set has been used for 2 days. Location of the leak at skin. No further information available.